Event description:
Customer reported on a bravo ph capsule that failed to detach. The customer performed the emergency release procedure described in a user manual and the capsule fell off into the pt's stomach. The pt was not injured following the procedure.